Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of medical product: evolutr-29-c transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic blood infection. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.